Event description:
A malfunction was reported on a pump, though there were no notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.